Event description:
It was reported that balloon failed to deflate occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation of the target lesion. However, during the deflation, the balloon failed to deflate in the lesion for 2 - 4 minutes. The device was removed by pulling it out in an inflated state and procedure was completed with the original device. There were no patient complications reported. It was further reported that the target lesion was located in the right coronary artery (rca) and was moderately calcified and mildly tortuous.

Manufacturer narrative:
The returned product consisted of an incomplete nc emerge balloon catheter wrapped around surgical scissors. The device was visually and microscopically examined. The device was soaked for a period of time to prevent damage to the balloon upon removing from scissor plates. Upon inspection, at approximately 60.4cm proximal from midshaft bond, the hypotube was previously separated as no hub/strain relief returned with the device. There were numerous hypotube and shaft bends and kinks due to wrapping around the scissors of which upon removal caused further separation to the hypotube due to the tightness of the wrapping and the damage previously present at return. There was contrast and blood present in the inflation lumen and the loosely folded balloon. The shaft was flattened and stretched from the midshaft to the proximal waist of the balloon. The separation was to the guidewire lumen at the bicomponent weld on both the proximal and distal end of the weld area. The tip and balloon appeared to have no damage visible; however, the condition of the returned device prevented testing to the balloon.

Event description:
It was reported that balloon failed to deflate occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation of the target lesion. However, during the deflation, the balloon failed to deflate in the lesion for 2 - 4 minutes. The device was removed by pulling it out in an inflated state and procedure was completed with the original device. There were no patient complications reported. It was further reported that the target lesion was located in the right coronary artery (rca) and was moderately calcified and mildly tortuous.

Event description:
It was reported that balloon failed to deflate occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the deflation, the balloon failed to deflate in the lesion for 2 - 4 minutes. The device was removed by pulling it out in an inflated state and procedure was completed with the original device. There were no patient complications reported.